Manufacturer narrative:
A supplemental MDR is being submitted for additional information based on the initial pre-decontamination device evaluation. It was observed that one liner strand of the esheath was completely separated. The following sections of this report have been updated: additional code added to h6 device code. Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: additional code added to h.6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions. The esheath was returned to edwards lifesciences for evaluation. The device was visually examined, and the following was observed: sheath shaft curved. Sheath liner expanded and torn approximately 19cm in length from distal end of strain relief. Remaining liner unexpanded and distal tip unopened. One (1) liner strand observed at 1cm from strain relief, approximately 4cm in length. Four (4) liner strands at stuck valve location, between 2cm and 3.5 in length. Several valve struts bent and exposed through torn sheath liner. Liner bunching towards distal tip. Liner material completely separated, 2cm in length (after engineering removed valve from sheath). Liner thickness was measured along the liner tear, liner strands, and separated liner material. All liner thickness measurements were found to be within the specification. Imagery was provided by the site and the following was observed: procedural imagery shows valve inflow struts appear outside sheath lumen, suggesting a puncture during advancement in the femoral region. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The punctured sheath liner and sheath liner strands were confirmed per evaluation of the returned device and provided imagery. An existing technical summary by edwards lifesciences captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in technical summary were reviewed, and the following were identified as applicable to this event: tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Per evaluation of the returned device, curvature was present on sheath shaft. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Per provided information, there was presence of calcification in patient's access vessels. The presence of the above factors can create a challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath liner and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification and/or tortuosity can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath liner making it more susceptible to damage as the delivery system with crimped valve is advanced through. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with this issue. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (valve caught on liner, excessive manipulation) may have contributed to the reported sheath liner puncture and liner strands. The separated liner strand was confirmed based on evaluation of the returned device. The sheath was received with a crimped valve stuck in the shaft and bunching the liner towards the distal tip, indicating resistance during insertion. When engineering removed the valve from the sheath, a completely separated liner strand was observed next to the inflow side of the valve. It is possible that during delivery system insertion through the sheath, the valve got caught on the liner due to non-coaxial alignment, resistance, and/or excessive manipulation, causing the sheath liner to tear and separate. As such, available information suggests that procedural factors (valve caught on liner, excessive manipulation) may have contributed to the reported component separation. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference related manufacturer report no.: 2015691-2023-17530. Investigation is ongoing.

Event description:
As reported from finland by our edwards lifesciences affiliate, during a transfemoral transcatheter aortic valve procedure with a 26mm sapien 3 ultra valve, the valve and 26mm commander delivery system became stuck when advanced through the 14fr esheath. The devices were withdrawn as a unit. During withdrawal, an injury at the iliac artery occurred. The injury was treated with an endovascular stent prosthesis and hemostasis was achieved. Upon removal of the ew devices, the valve frame was damaged, and the esheath liner was punctured, torn, and had strands. The devices were exchanged, and the procedure successfully concluded. The patient lost 1.5 liters of blood, and hemoglobin dropped to 80 g/l. The bleeding led to a large hematoma, which became infected. The patient stayed at the hospital 7 days post-procedure but was discharged in good condition.